Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a revision procedure was performed three days post-implant due to dislodgement of this right ventricular (rv) lead. During the procedure it was noted that the lead helix was retracted and stuck in that position. The lead was explanted and a new lead implanted in its place. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Dried blood/body fluid was also noted in the lead lumen as the result of several cuts in the insulation. Resistance testing found the lead was electrically continuous. A laboratory technician tested the helix mechanism and found it functioned without issue. Based upon the clinical observations and the laboratory findings, we believe the tissue around the helix may have contributed to the reported extension/retraction issues.

Event description:
--